Event description:
While the device was ventilating a pt, the user noted an alarm and that the device posted an error code. The device was noted to perform a warm start, powered back on; however was noted to stop functioning and posted a continuous alarm. The pt was manually ventilated and transferred to another ventilator. No pt injury.